Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, while doing a monthly case review, it was noted the device showed "no shock advised" during vfib (ventricular fibrillation) which occurred for 8 seconds. CPR was performed. A shock was advised by the device when the next vfib was identified. No adverse event occurred, as the patient was transported to hospital and resuscitated to sinus brady rhythm when arrived at hospital. We are considering this event to be a serious injury based on the report that CPR was required.